Event description:
Customer reported 45 defective power cords. The power cords got hot and started to smolder. There was no adverse event reported.

Manufacturer narrative:
The power cords were requested to be returned for inspection. Inspection of these devices is pending and results will be provided by a final report.

Event description:
Customer reported 45 defective power cords. One of them got hot and started to smolder. There was no adverse event reported.

Manufacturer narrative:
A picture of the "smoldered" plug was provided by the customer where there was visible discoloration of the plug housing and what appeared to be soot/charring from burn damage on the outside of the plug. A total of 21 power cords were returned by the customer. Each of the returned power cords was visually inspected, 39 showed signs of discontinuity or increased internal resistance when evaluated. It was determined that improper usage by the user is suspected to have caused the defects. The connex spot monitors are intended to be reused by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. Although there was no injury reported and the reported event was determined to be caused by use error, if the plug/power cord were to overheat, smolder and cause charring it could lead to serious injury or death.